Event description:
See h.11.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Continuation of d10: product ID 3389s-40 lot# v671652 serial# unknown implanted: (B)(6) 2011 explanted: (B)(6) 2025 product type lead product ID 3708640 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type extension product ID 3550-29 serial# (B)(6) product type accessory. Product ID 924256 serial# unknown product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No data.

Manufacturer narrative:
Continuation of d10: product ID 3389s-40. Lot# v671652. Serial# unknown. Implanted: (B)(6) 2011. Explanted: (B)(6) 2025. Product type. Lead product ID 3708640. Lot# serial# (B)(6). Implanted: (B)(6) 2014. Explanted: (B)(6) 2025. Product type. Extension product ID 3550-29. Lot# serial# (B)(6). Implanted: explanted: product type accessory. Product ID 924256. Lot# serial# unknown implanted: explanted: product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of parkinson's underwent deep brain stimulation therapy and experienced high impedance measurements in the system. Impedance testing revealed monopolar values of 18.5k, 18.5k, 26.1k, and high, and bipolar values of 29.6k, 36.4k, 33.3k, and high. A revision was planned to change the extension due to these impedance issues. Complete removal of the deep brain stimulation lead, extension, and implantable pulse generator was performed. The issue was resolved at the time of this report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: v671652); product type: 0200-lead; implant date (B)(6) 2011; explant date (B)(6) 2025 brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2014; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.